Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one medtronic standard pta was used to treat the anastomosis of the left arm. Approximately 3 weeks post index procedure the patient suffered from shunt stenosis. This was treated with a non-tvr of the venous outflow using a non medtronic pta. The event is resolved. The investigator reported that the event is not related to the index device, procedure or paclitaxel. Cec adjudicated event is not related to procedure or therapy but related to device. The revascularization procedure was a target lesion revascularisation and was not clinically driven.